Manufacturer narrative:
The device will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
The bifurcated stent graft was implanted on (B)(6) 2014. A computerized tomography was performed on (B)(6) 2018, finding a possible 3b endoleak at the bifurcation and a 10 cm aneurysm that is growing. The patient is being monitored and is scheduled for a secondary procedure on (B)(6) 2018. There has been no patient sequelae reported at this time.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported event of a type 3b endoleak with sac growth. The final patient status was reported to be in stable and good condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
A secondary procedure was completed on (B)(6) 2018. The physician elected to reline the original implant with another bifurcated stent graft and suprarenal extension. The patient currently is in stable and good condition. There has been no patient sequelae reported at this time.